Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient got hospitalization on (B)(6) 2025 due to hyperglycemia event. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous fluids of insulin. The patient was positive for ketones and the results were high. The duration of hospitalization was greater than 24 hours. Patient experienced the symptoms of feeling sick, unwell and flu like at the time of the event. No further information available.